Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection, functional tests, and a manufacturing evaluation were performed. Visual inspection revealed a bend and a breakage in the elbow zone (below the rings/electrodes) leaving the mesh and internal components exposed. The deflection and contraction mechanisms could not be activated due to this condition. Further analysis revealed that the exposed mesh occurred due to incorrect coil insertion length and the improper application of polyurethane (pu) on the elbow zone. A manufacturing record evaluation was performed for the finished device number 31453648l, and no internal actions related to the reported complaint were identified. The contraction issue reported was confirmed, due to the failure observed on the loop elbow zone. The root cause is traced to the manufacturing process. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. An awareness of this issue was performed among associates to prevent occurrence of this failure mode. Internal actions are being performed to aboard tip/loop structural failures on varipulse devices. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a varipulse¿ bi-directional catheter and post procedure the bwi product analysis lab identified a bend and a breakage in the elbow zone (below the rings/electrodes) leaving the mesh and internal components exposed. The deflection and contraction mechanisms could not be activated due to this condition. During the procedure, the loop diameter could not be changed. A new varipulse was used complete the procedure. No consequences for the patient reported.